Event description:
Revision surgery performed on (B)(6) 2025, due to instability. Patient underwent a reverse total shoulder 2 months ago with lima smr. Patient began experiencing instability and returned to or for increased glenosphere lateralization and poly swap. The following components were removed and replaced by new ones: reverse liner +3 mm d.40 mm (part code: 1365.54.815, lot number: 23at3z2, sterilization: 2400028). Smr eccent. Glenosphere ø 40mm (part code: 1376.09.041, lot number: 2501637, sterilization: 2500038). Smr small/std connector +2 (part code: 1374.15.322, lot number: 2506233, sterilization: 2500072). Previous surgery took place on (B)(6) 2025. The patient is a male, date of birth on (B)(6) 1961. The event happened in the united states.

Manufacturer narrative:
Investigation: checking the manufacturing charts of the reverse liner and the glenosphere involved in this event, no pre-existing anomaly was discovered in the 19 items belonging to the lot number: 23at3z2 and sterilization: 2400028, nor in the (B)(4) items belonging to the lot number: 2501637 and sterilization: 2500038. This is the first and only complaint registered on these lot numbers. We did not receive any additional information on this event (i.e., x-rays); therefore, we are not able to carry out any further investigation about the cause of the osteolysis reported. However, taking into account that: no pre-existing anomalies were found by checking the manufacturing charts of the reverse liner and the glenosphere removed in the revision surgery hereby reported we have no evidence to consider the event as product related. Pms data: according to the available pms data, the revision rate of the glenospheres belonging to the family product codes: 1374/1376.09.xxx and 1374/1376.15.xxx due to instability is around (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issues. Note: this is a combined initial-final MDR.